Manufacturer narrative:
Patient information was unavailable from the site. No parts were returned for analysis if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during procedure the system became unresponsive. The system was rebooted twice and the issue was resolved. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, software version: 2.1.0. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.